Event description:
It was reported that the bivad patient had continued low flows on their right ventricular assist device (rvad). The patient had no signs of hemolysis or pump thrombosis. The patient recently had a systemic infection that cause vasodilation and required significant volume replacements. The patient's volume status was corrected and the rvad flow was around 2.5 liters per minute (lpm), resulting in a near continuous alarm. Low flow software was requested to resolve the alarm, although it was expected that the patient would reach their previous volume balance and increase the rva flow. The patient was stable. Computed tomography (CT) scans were done on (B)(6) 2022 and confirmed a twist of the outflow graft. The patient had the low flow software upgrade and was upgraded to the urgent waiting list for heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's infection began on (B)(6) 2022 and they were admitted to the cardiovascular diseases department on (B)(6) 2022 from the neurology department, where they had been admitted on (B)(6) 2022. The source of the infection was bacteremia in the right ventricular assist device (rvad) outflow cannula, thrombotic material, and septic pulmonary emboli. The patient presented with fever, chills, nonproductive cough, and right-sided hemiparesis due to intracranial hemorrhage (streptococcus gordonii was isolated from two separate blood cultures). A software upgrade partially resolved the alarms and the patient was hemodynamically stable with intermittent fever.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist was unable to be confirmed from this evaluation as the submitted computed tomography (CT) scans were unremarkable. A specific cause for the reported outflow graft twist, infection, and intracranial hemorrhage could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed through evaluation of the submitted log files and could be correlated to the reported outflow graft twist. Evaluation of the submitted periodic log files captured a gradual decrease in flow throughout the file indicating a change over time. The event log files revealed persistent low flow fault flags when the estimated flow dropped below the low flow threshold of 2.5 lpm. Of these faults, many lasted over 10 seconds and low flow alarms were triggered. There were 2 computed tomography (CT) scans that were submitted for evaluation. These scans showed both the lvad and the rvad; however, the reported twist could not be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket), thrombosis, arterial non-central nervous system (cns) thromboembolism sepsis, bleeding, and stroke that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the outflow graft clip addendum to the heartmate 3 lvas IFU lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16nov2017. No further information was provided. The manufacturer is closing the file on this event.